Manufacturer narrative:
This report contains supplemental information for mentor psr reference number ip-00520620. On (B)(6) 2019, the mentor failure analysis lab received the device for evaluation. On (B)(6) 2019, device evaluation was completed: device evaluation summary: during evaluation of the device it appeared intact. Leak testing was performed in accordance with mentor procedures and no leak sites were detected. A manufacturing record evaluation (mre) was performed for finished lot number 5627026, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Event description:
This report contains supplemental information for mentor psr reference number ip-00520620. It was reported that a (B)(6) female patient underwent primary breast augmentation with a 375cc mentor memorygel breast implant on the left side and with 350cc mentor memorygel breast implant on the right and was presented with bilateral breast impant rupture after chest injury. As a result, the patient underwent bilateral explantation and replacement with catalog number: 3503251bc; serial number:(B)(4) on the left side and with catalog number: 3503251bc; serial number: (B)(4) on the right side on (B)(6) 2019. This report is for the patient¿s right-sided device.